Event description:
Nurse reported pt had oxygen desaturation and was scheduled to be intubated. During a crrt treatment, the cycler machine was unplugged to be relocated to make room for the ventilator. The ICU nurse could not recall procedures to resume treatment following turning the cycler power off. She noted that the cycler alarmed when power was restored. She reported opening and closing the door to reset the machine and the machine went into prime mode. Another nurse came into the room to assist her while she left to contact dialysis staff for assistance. When the nurse returned, the cycler was running and she observed 2-3 inches of air in the venous tubing moving towards the pt's access. The machine was stopped and no air was observed entering the pt. The pt's oxygen level completely desaturated. The pt had to be bagged and intubated. The pt was already scheduled to be intubated. Several chest x-rays were done, none of which showed any air embolism. Despite the fact that no air was observed entering the pt and negative chest x-rays, the nurse and physician could not rule out that the pt may have received an air embolism. The pt has since been extubated and has progressed to conventional hemodialysis. No additional tests or further medical intervention was required.

Manufacturer narrative:
There is no evidence to suggest that a device malfunction occurred. Investigation results were reviewed with facility staff who concurred that the event was caused by operator error. The cycler data log file which records the status of all safety sensors, pressures, operator keypresses, etc. Revealed that a series of operator errors occurred indicating that device labeling instructions were not followed resulting in initiating re-priming of the cartridge with the pt still connected. The user's guide includes the following warnings: "never open the cycler door during therapy. This could cause serious blood loss, air in blood lines, fluid infusion, if the door must be opened while pt is connected, immediately clamp all fluid and bloodlines." And "opening the cycler deactivates air, blood leak, and pressure monitoring systems. The operator must ensure pt safety, including visually monitoring for air during manual rinseback." Device labeling also includes adequate instructions for temporary disconnection of the pt for other medical procedures or reasons as well as instructions for recovery from power interruptions or failures. Suggestions for areas requiring additional training were provided to facility staff. There have been no other similar events reported. Nxstage medical considers this report closed and will continue to monitor as part of the routine complaint process. No additional information will be provided.